Event description:
On 10/17/2023, it was reported by an arthrex subsidiary employee via email that an ar-8978p dx swivelock sl anchor pulled out. This was discovered during a cmc internalbrace procedure on (B)(6) 2023. The case was completed using a product from another manufacturer.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed. Picture evaluation of an ar-8978p dx swivelock® sl, with forked eyelet, 3.5x8.5mm, batch 15051113, attached to the complaint, where it shows a dx swiverlock with the forked eyelet and the swiverlock screw attached to the shaft, because of the angle of the picture is not possible to determine any damage to the eyelet or screw/implant. It is concluded that the bone socket or insertion angle likely failed. Per dfu-0087-13 at revision 0. G. Precautions. 3. Make sure to use the recommended drill bit or punch to create a bone socket. 8. Self-punching pushlock and swivelock suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause is a user error, improper bone preparation, or misaligned insertion.